Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 900 mg/dl. The customer did experienced the symptoms such as nausea, vomiting and dizziness. Customer has been using insulin pump system within 48 hours of reported high blood glucose and treated with insulin drip in hospital. Customer was not alleging that the insulin pump was under delivering. Customer was assisted with high pressure test and it was passed. It was also reported that the drive support cap was normal. The insulin pump will not be returned for analysis.